Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 230 mg/dl. Customer stated that the alarm happens in the summer when she keeps the pump in her bra. Customer stated that this morning she had the pump in her bra and it was hot and she was also sweating. Customer reported that she has been on steroids, which has affected her blood glucose levels. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.